Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Ten devices were received for evaluation; 10 events were confirmed during testing. One device found to be affected by a broken guide pin. 2 devices were found to be affected by a missing guide pin. Seven devices were found to be affected by the trigger housing cracked at the screw boss. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device disassembled. There was no patient involvement; no patient impact.